Manufacturer narrative:
D10: 3.5 left ps femur, 3.5/2.5 tibia, 3.5/11mm ps insert, 38mm 3-peg patella, 14x25 stem ext. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had left tka sometime in 2012, underwent a revision procedure. The patient had loosening of the femoral component with osteolysis present on the tibia. The femur was removed rather easily with no bone nor cement attached to the back. The tibia did have bone attached to it. The tibial insert looked good for being 13 years old per the surgeon. However the patella was extremely grooved and beaten. The patient went from a 3.5 femur to a 3 left constrained femur to a 3f2t tibial with a 14 x 80 stem on the tibia and a 18 x 120 on the femur with a 38 patella plus farmer augments and cones. There was a 5-15 minute surgical delay during the procedure with no adverse event to the patient. There were no device breakages reported. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. The hospital will not release them. No device images are available. No further information. This is 1 of 3 reports for this event.